Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
When the scopy was done to ileocecal valve, the image was blurred and the irrigation was ineffective. The image is still blurred after reprocessing. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we found that this scope is marketing demo and demo scope has not been arrived at office. We decided that no action for this scope.